Event description:
It was reported that a reduction clamp broke during an open reduction internal fixation (orif) procedure of the left ankle (fibula fracture) on an unknown date. One of the pointed tip arms broke off while the surgeon attempted to reduce the fracture. No reported surgical delay as another clamp was readily available for use. No fragments were left in the patient. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot no: t948979: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 30-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation were performed: the customer reported the tip broke off. The repair technician reported the clamping jaw broke off. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 23-jul-2015. The evaluation was confirmed. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 398.41 lot number t948979 reduction forceps was likely caused by over five years of use and possibly the application of excessive force during reduction; however, this complaint is not likely a result of any design related deficiency. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.